Event description:
It was reported that the tip of the drill bit was broken. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the tip of the drill bit was broken. The measurable dimensions of the broken drill bit were checked and found to be in compliance with the technical drawings and specifications and with the international standards. The cross section surfaces show no irregularities. No abnormal findings were identified. No product fault could be detected.